Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous blood glucose (bg 260-unknown mg/dl); cause was not known. Boulses were delivered to address bg. Pump system check was performed and no device issues were identified. Tandem clinical diabetes followed up with customer. Customer reported elevated bg was resolved.